Event description:
A pt developed complications one month following a chest tube insertion. A thoracotomy was performed and a finger from a latex glove was found and removed without further incident.

Manufacturer narrative:
A pt was admitted to the hospital for multiple traumatic injuries including fractures of his 1st through 10th ribs on his right side. A pneumothorax developed and a chest tube was inserted on (B)(6) 2011. A month later, he developed complications including shortness of breath, recurrence of the pneumothorax and evidence of an infection. Another chest tube was inserted without improvement. The pt underwent a thoracotomy on (B)(6) 2011 at which time the finger of a latex glove was found in close proximity to the original chest tube insertion site. It was removed without incident. No other complications were reported. There were no complications or issues reported at the time of the initial chest tube insertion. It is not known why the torn and missing finger of the glove was not identified at the time of the original chest tube insertion. No corrective action to be taken at this time.